Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were at the hospital for a magnetic resonance imaging (MRI) and when their implantable pulse generator (ipg) was checked and they were told something was wrong with their device, and that they could not have the MRI. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up information from the clinic that the patient could not have their MRI due to high impedance on their right ventricular (rv) lead. The patient was admitted to the hospital to evaluate their pacemaker issue. The ipg (implantable pulse generator) and rv lead were then explanted and a leadless pacemaker was implanted. No patient complications have been reported as a result of this event.